Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of "lo" (<10 mg/dl) and 72 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation; however, all of the test strips have been used.